Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with symptoms of ketones, vomiting, and fruity breath. The customer's mother stated that when the hospital tried to put the customer back on the pump she went into diabetic ketoacidosis again. The customer's mother also stated that the doctor did not want the customer on the insulin pump. The customer's mother checked the alarm history and found "no delivery" alarms. Nothing further was reported.